Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ general use sterile hypodermic needle had white foreign matter on the bevel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received for evaluation. Both photos show a needle with epoxy on the tip of the needle therefore failure mode is verified. The assembly rack may have tipped during production coming in contact with wet epoxy on an adjacent rack. One needle with epoxy from the two assembly batches is a defect rate of (B)(4). This does not exceed specification limits. No corrective action will be initiated at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch: 7325695 had 111 visual inspections performed on 5,700 parts with zero defects noted. Assembly batch: 7361913 had 219 visual inspections performed on 11,100 parts with zero defects noted. There was a note regarding repair work being performed on the epoxy applicator. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that a bd¿ general use sterile hypodermic needle had white foreign matter on the bevel. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd¿ general use sterile hypodermic needle had white foreign matter on the bevel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no.